Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure while repositioning the right ventricular lead for optimal measurements, the patient became symptomatic. An echocardiogram was performed confirming tamponade; chest drain was performed; the patient experienced cardiac arrest. The patient recovered and the lead was removed, the procedure was terminated. The patient was taken to the coronary care unit for monitoring and was in stable condition.